Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Products have been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that two anchors were bent and not disengaging properly. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006108336 - 2022 - 00036. Concomitant medical products: part # cm-9324st 2.9mm gl hard bone drill lot # 65415347 qty 1. Part # cm-9145 quattro link anchor 4.5mm lot # 81553-2 qty 1. Part # cm-9155 quattro link anchor 5.5mm lot # 67346-3 qty 2. Part # cm-9145 quattro link anchor 4.5mm lot # 65415424 qty 2. Part # cm-9155 quattro link anchor 5.5mm lot # 67346-3 qty 1. Products have been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the bent ¿cleats¿. Both devices inserter prongs are bent at roughly 45 degrees, and one has the prongs pushed together. The inserters¿ adjustment knobs and trigger mechanisms function smoothly and extend and retract the inserter shaft. It is noted that the anchor was not returned for evaluation. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Corrected, event is no longer reportable; no serious injury or harm to the patient reported for this event or prior events with same or similar products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.